Event description:
Allegedly the surgeon had to revise a loose stem 7-8 years following implantation. Some osteolysis was seen and the stem could be withdrawn with no resistance.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6). Please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. It was filed at 03:21:57 pm on may 14, 2010. I am sending this to the production account to correct this error.